Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button anomaly. The customer reported no adverse event. The event involved product(s) mmt-1781kl. The customer reported receiving a stuck button alarm. Troubleshooting troubleshooting was performed and confirmed that the customer did not press a button down for 3 minutes or longer and indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. However, unit was downloaded successfully using thus software before unit became unresponsive. During download history review, a total of 20 stuck key alarms were recorded on 07/04/2024. Keypad overlay was removed, and severe corroded keypad traces and corroded u1 were noted during visual inspection. Cleaned keypad traces with cotton swab and keypad remained unresponsive. Unit was also received with cracked case (battery tube) and scratched case. In conclusion, customer allegation was confirmed, unit was received with unresponsive button due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.